Event description:
Additional information was received from the patient. They reported that the cause was unknown. It is unknown if the issue was resolved. Patient said therapy changed from 3 to 6. Patient stated they had it on 3 when they turned it on it was at 6 and they didn't notice.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that about 7 months ago, the therapy shut off and they did not realize what happened. They turned it back on and it was a shock to their system. The caller reported no falls or trauma to the area. They noticed that the program was on 6 instead of 3, so they put it back to program 3. Now, they had pain on the side of their leg and had to wear pads during the day and depends at night. They had to go through multiple depends per night. The caller reported that the doctor put them on program 5, but they kept needing to increase and they couldn't because it caused pain in rear and groin so they have to decrease and then were not getting symptom relief. Offered to help the caller change programs, caller was fearful it would shock them again because of their previous experience. Agent explained when changing programs they will start at 0.1, but the caller declined. Caller will reach out to the hcp for direction.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.